Manufacturer narrative:
.

Event description:
Case as 3003853072-2014-00006 and 00007. It was reported the blockers were found to be loose post-operatively. The original surgery was performed to treat kyphosis at t3-l3 with ponte osteotomies at t4-t10. Approximately six months post-operatively at follow-up it was noted that three blockers were loose (2 at l3 and 1 at l2). Revision surgery is planned.